Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited undersensing that caused the patients ventricular fibrillation (vf) to be labeled as noise, so there was a delay on therapy delivery. Technical services (ts) was consulted and discussed stored data as well as programming options. This device remains in service. No adverse patient effects were reported.